Event description:
Customer reported the top button was unresponsive. There was no reported impact to the customer¿s blood glucose level. Although the pump was out of warranty, customer declined troubleshooting and further assistance from technical support, resulting in no additional corrective actions being taken.